Manufacturer narrative:
Date of report: 15jun2021.

Event description:
It was reported to philips that the device had a backup alarm failure error message. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
The issue was not duplicated when the customer evaluated the device; however, the 1104-backup alarm failed error code was found in the event log. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was not duplicated by the fse. Following the evaluation of the device, the fse replaced the cpu pcba due to the 1104-backup alarm failed error code found in the event log. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The cpu pcba was returned for failure investigation analysis. Previous investigations have identified that ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.